Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set with standard blood filter under-infused during a blood transfusion. It was further reported that the pump alarmed once the programmed volume completed, however a large amount of residual blood was noticed in the blood bag. A spectrum pump was programmed to deliver a total volume of 296ml. There was no patient injury or medical intervention associated with this event. No additional information is available.